Event description:
There was a leak from the side of diapact ultrafiltration drain bag. The spot was on the side of bag at top fold, about two-thirds up.there were a number of reports involving the seven liter crrt drainage bags from this facility where a bad lot was received. The MFR. Had identified the bad lot in these old reports and had replaced them, but the bags continued to resurface. Somehow, the facility was re-supplied the same lot that was bad. B.braun denied receiving reports of this problem with the defective bags from any other user facility.